Manufacturer narrative:
The international customer reported that the patient is not available.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that the unit alarmed due to a data acquisition pcb adc reference failure. There was no patient harm.

Manufacturer narrative:
Conclusion / root cause: this da board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).